Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint to perform failure analysis. The reported errors 48100 and 48200 were confirmed and replicated. This unit was installed into a test system and a video test was run with 10 minutes sine cycle, 10 power cycles and the unit sat idle for 1 hour. During the power cycles, the system error logs confirm errors 48200, 48100 were triggered indicating fault on the leaf. As the result of this test, failure analysis concluded that channels 2, 3 (leaves 3, 4) were the cause on the report event. The unit was returned with two damaged dvis on the video input leaf (vil). The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and was able to reproduce the reported complaint. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi has not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the surgeon side console (ssc) left monitor blacked out after the hospital power went out. The customer connected another ssc to continue with the operation. The customer reported that the left monitor of the affected ssc was still blacked out after a power cycle, and there was a 48200 recoverable fault. The procedure was converted to another da vinci surgical system and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there were no issues noted during set up and the initialization went smoothly. The procedure had been going for approximately three hours when the issue occurred.